Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level reached 514mg/dl and a manual injection was administered to address the bg level. Reportedly, the customer uses apidra insulin in their cartridges. Tandem technical support informed the customer that apidra is contraindicated for use with the pump and advised the customer to speak with their healthcare provider in regards to switching their insulin prescription to either humalog or novolog insulin. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.